Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v002852, implanted: (B)(6) 2006, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Initially the interstim therapy did work for the patient. Two years after her implant, she had a "bladder fold" procedure done. After that procedure, the interstim therapy did not work for her. The patient's doctor tried for a long time to get the therapy to work. The patient ended up turning the therapy off and not using it because it didn't work. The patient had not been to a doctor for interstim since then. Compatibility guidelines were requested for the following: MRI. The area to be scanned is the c-spine. The patient was having neck problems. Patient's serial number for her 3023 device falls in the "not eligible for MRI". The patient stated she needs the MRI done. The patient inquired about having device removed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)